Event description:
It was reported by the clinician that the procedure was being performed on a female in her right upper arm cephalic fistula. The physician was declotting the fistula when one basket wire from the device separated proximally. The broken basket was then advanced into the tip of another inserted sheath and externally re-sheathed into the original percutaneous thrombolytic device (ptd) and completely removed through the original sheath. There were no patient complications reported.

Manufacturer narrative:
Sample will not be returned for evaluation.